Event description:
It was reported that a patient experienced peritonitis. On the same day, the patient was hospitalized for peritonitis, which manifested as abdominal pain and cloudy pd effluent. On the same day, the patient was treated with with cefazolin (2gm, daily, ip) and gentamycin (40mg, twice daily, ip) for the peritonitis. However, the outcome for this peritonitis event was not known.

Manufacturer narrative:
(B)(4). It was reported that treatment for the peritonitis was discontinued. Three days later, the patient recovered from the event and was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. If additional relevant information becomes available, a follow up report will be submitted.